Manufacturer narrative:
Exact patient age is unknown but is over 18 years. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a sensation polypectomy snare was used during a colonoscopy procedure (with polypectomy) performed on (B)(6), 2011. According to the complainant, the snare failed to deliver energy. It is unknown what was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.